Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, outer tubing overlay with cosmetic environmental stress crack, the outer insulation was breached cut, outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the tip electrode. It was also noted that the outer tubing was kinked/buckled and the outer tubing overlay was melted. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4) leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, outer tubing overlay with cosmetic environmental stress crack, the outer insulation was breached cut, outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the tip electrode. It was also noted that the outer tubing was kinked/buckled and the outer tubing overlay was melted. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.